Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently boot with a cine drive unavailable message and had a loss of cine function. There was no patient injury or death reported.